Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5082870) that a female patient of unknown age who underwent breast reconstruction revision with an unspecified mentor tissue expander, reported experiencing the following: "on 2017- bilateral mastectomy due to breast cancer; developed lymphedema requiring continued weekly therapy; late lost overall vitality and suffered life threatening condition (unsubstantiated as infection, I suspect it was an adverse autoimmune response to silicone implants); left expander was replaced; was given 7 1/2 weeks of massive doses of IV antibiotics even though blood tests did not actually show evidence of infection; no culture was ever performed to identify cause of 'infection'; continued to suffer debilitation and pain, felt like I was constantly fighting a virus or infection; lymphedema did not improve; my doctor kept telling me there was no real problem with the implants; both expanders were replaced with permanent gel-filled silicone implants; I continued to experience pain (not surgical pain - it was different), debilitation, and other adverse effects; had both implants removed on 2017. By I began to regain normal energy levels and an improved sense of well-being. Twelve days after surgery I still have some post-surgical pain but not anything like what I suffered with from to. I believe my body reacted to the silicone material used in the initial expander implants as well as in the permanent implants. Wide-spread joint pain, unresolved lymphedema, localized sensation of ants crawling between the implants and pectoral muscles, loss of energy, constant feeling that my body was fighting something bad. I do not have identification data on the temporary expander implants. Beginning 2018 1 began using cbd/thc edibles for pain management and sleep assist (legal in and I have obtained a medical marijuana card); I chose this option because nothing else was helping with the ongoing implant pain. There are distinctive differences between fibromyalgia pain, surgical pain, and the pain and illness caused by the silicone implants... I could tell the difference." The patient underwent bilateral removal and replacement with mentor gel implants on (B)(6) 2017.